Event description:
Physician intended to use an abre self expanding stent during patient treatment. Embolic protection was not used. There was damage noted to packaging (i.e. Shelf carton, hoop/tray). The sterile seal was already broken on internal packaging and so could not use due to sterility worry/issue. Box end seals not intact, seal broken. Issue noted during pre-op. Device was not used. An alternative product was used to complete procedure. No patient involvement. The pouch and device were retuned for evaluation. When the pouch was investigation and evaluated, it was noted that there was an issue with the pouch seal.

Manufacturer narrative:
Image analysis one still image was provided for evaluation. The pouch appears to be open inside an open box. Product analysis returned content: the device returned loaded in the shelf carton inside a black plastic bag a crease was observed on the shelf carton brown tape was sealing the top of the shelf carton the device was removed from the shelf carton. There was no seal on the distal end of the pouch the device was removed from the pouch and the stent was not deployed the device was inside the transportation tray and the red locking pin was securely in place medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.